Event description:
It was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, a labeling issue occurred. The label on the box of the sterling balloon catheter indicated that the device's dimensions were 6.0mm x 40mm x 40cm, however, upon removing the device from the box, it was noted that the label on the device pouch and the size printed on the device itself displayed the device's dimensions as 9.0mm x 60mm x 80cm. The device was not used and the procedure was successfully completed with different sterling balloon catheter.